Event description:
According to the reporter, intraoperatively, while suturing, the needle detached from the thread. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.